Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 204 mg/dl at the time of the incident. The customer normally primes her infusion sets, but noticed during therapy that air pockets about a quarter inch were halfway between the reservoir tubing and the site. During troubleshooting, the customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was unable to remove the air bubbles and was instructed to change the set. The reservoir will not be returned for analysis.